Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic uterine fibroid embolization procedure. Upon removing the catheter from the hoop, it was noticed that there were two fractures in the body of the catheter approx ten centimeters from the hub. The fractures were located next to each other within two millimeters. The internal braiding could be seen within the catheter. Another catheter was used instead.